Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. Customer's blood glucose level at the time of incident was 600 mg/dl. Customer reported that the auto mode was automatically delivering insulin at the time of high blood glucose event. Customer declined the troubleshooting for the high blood glucose. The device will be returned for analysis.